Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. What are the product code and lot number of the surgicel? 5. What fibrin glue was used during the procedure? Was it a jnj product? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the cause of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The patient, a man in his 70¿s, called for emergency services due to difficulty breathing and was diagnosed with right pneumothorax. The patient was a heavy smoker and had previously undergone conservative treatment for secondary right-sided spontaneous pneumothorax at another hospital. CT scan showed that the middle and lower lobes were completely collapsed, and the upper lobes were attached to the chest wall and mediastinum in a cord-like manner. In addition to severe emphysema in the lungs, there were mucus masses scattered within the airways. The patient tested positive for covid-19 upon admission, and after taking adequate infection control measures, a chest tube was placed and the patient was admitted to the infectious disease ward. Due to oral administration of nirmatrelvir/ ritonavir for covid-19, the patient did not become seriously ill and was released from isolation on the 10th day according to hospital regulations. At that point, the lungs remained unable to re-expand due to persistent air leaks and large amounts of sputum. Repeated pleurodesis using autologous blood and minocycline reduced the air leak, but it did not stop completely, and thoracoscopic surgery was performed on the 55th day. It was determined that it would be difficult to reach the leak site, so oxidized cellulose, pga sheet, and fibrin glue were filled into the cavity, and tachosil was reapplied to the surface, and the surgery was completed. The slight air leak recurred on the third postoperative day, but was stopped by pleurodesis, and the patient was discharged from the hospital on the 18th postoperative day. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? A man in his 70s. 2. What are the name and date of index surgical procedure? We couldn't get the information. 3. What were the diagnosis and indication for the index surgical procedure? Right pneumothorax. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient was a heavy smoker and had previously undergone conservative treatment for secondary right-sided spontaneous pneumothorax at another hospital. 5. Where was the surgicel used (on what tissue)? Oxidized cellulose, pga sheet, and fibrin glue were filled into the cavity. 6. Was the surgicel product left in place? Was the excess irrigated and removed? It was left in place. 7. What were current symptoms following the index surgical procedure? Onset date? The slight air leak recurred on the third postoperative day, but was stopped by pleurodesis, and the patient was discharged from the hospital on the 18th postoperative day. 8. Has any surgical or medical intervention been performed? Thoracoscopic surgery was performed on the 55th day. 9. What is the patient¿s current status? The patient was discharged from the hospital. The following information was requested, but unavailable: 1. What are the product code and lot number of the surgicel? 2. What fibrin glue was used during the procedure? Was it a jnj product? 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 4. How much surgicel was used during the procedure? 5. What is physician¿s opinion as to the cause of or contributing factors to this event? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 7. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.